Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to replicate the reported issue. The downstream occlusion sensor was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the cadd legacy 1 pump alarms with no error message displayed and then proceeds to stop working. Therapy is interrupted for 30 minutes; however, the patient switches to her back up pump. The patient's diagnosis is pulmonary arterial hypertension. There were no adverse events reported.